Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify charge or battery last less than expected, failed battery test, and audio or vibrate anomaly or absence of alarm due to display anomaly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had issues such as not receiving alert, rejecting new batteries and watermark on the screen. Customer declined to troubleshoot. No harm requiring medical intervention was reported . The insulin pump will not be returned for analysis.